Event description:
The customer reported being hospitalized for high blood glucose. The customer stated that the activate button occasionally is unresponsive. Troubleshooting was performed. The customer mentioned that the blood glucose reading was 485 mg/dl while the meter showed over 600 mg/dl. The customer stated that her glucose was high, then low because she over treated her high sugar level. Reviewed the basals, bolus history, and daily totals and it appeared that everything added properly. Ran a fixed prime test and the device passed the test. The customer also stated that she often uses the infusion sets more than two to three days. Advised customer to use the infusion sets and reservoirs no more than three days. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.